Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the patient's outcome could not be conclusively determined through this investigation. The cause of the patient outcome was listed as septic shock. Heartmate 3 lvas, serial number (B)(6), was reported to have been operating as intended and was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including pericardial fluid collection, right heart failure, thromboembolism, hemolysis, bleeding, sepsis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 6 of the IFU, ¿patient care and management,¿ provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This section lists thromboembolism as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ care instructions regarding how to prevent infection, as well as suggested responses in the event of infection, are outlined in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2024 after the family made them do not resuscitate (dnr). The patient developed tamponade symptoms on (B)(6) 2024 associated with a drop in left ventricular assist device (lvad) flows. The patient was taken back to the operating room for emergent mediastinal re-exploration which showed a large amount of blood and lots in the mediastinum and around the right atrium. The blood and clots were evacuated. The patient was awake and following commands post-operation. The patient developed septic shock requiring max doses of pressors and hypoxemia requiring emergent placement of venovenous extracorporeal membrane oxygenation (ECMO) for oxygenation not for right ventricular support on (B)(6) 2024. Continuous veno-venous hemofiltration (cvvh) was started on (B)(6) 2024 due to hypervolemia and acidosis. The patient had profound thrombocytopenia likely due to consumption, sepsis, and antibiosis. Blood cultures and pseudomonas, the patient was treated with daptomycin, meropenem, and micafungin. The ECMO was removed on (B)(6) 2024. The patient had a left arm and leg malperfusion on systemic bivalirudin per hematology. The patient remained on cvvh and was intubated. The pump was working appropriately.